Event description:
Allegedly due to patient was revised due to unknown mom complications (right). Allegedly, (B)(4) was originally reported under this incident group (B)(4). Additional information received from litigation on 03/18/2019. Allegedly the cup was never removed from original surgery under complaint number (B)(4). The patient is now being revised due to unknown mom complications. Complaint (B)(4) is linked to (B)(4).